Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted.. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 21mm 3300tfx aortic valve implanted approximately 10 years underwent valve-in-valve procedure due to aortic stenosis. A 23mm 9750tfx transcatheter valve was implanted inside the 21mm valve. Patient is stable.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a patient with a 21mm 3300tfx aortic valve implanted approximately 10 years, five (5) months, underwent valve-in-valve procedure due to aortic stenosis. Patient presented with heart failure. A 23mm 9750tfx transcatheter valve was implanted inside the 21mm valve. Patient is stable and discharged.